Event description:
It was reported in a pt's clinic notes that the pt would like to have his vns battery removed. The pt recently ran the magnet over the device and felt no discharge, but the battery had been turned off, which had been confirmed by previous interrogations. The device had been disabled as it led to "voice changes and blood cough". The pt had initially tolerated the vns "rather well outside of some voice changes. However, given his seizure frequency at some time in the past, he ramped up the settings which caused him to have some hemoptysis". The pt did believe the vns to have helped his seizure frequency, and the physician admitted the seizure frequency had been lowered while on the therapy. A review of the pt's programming history revealed last known settings and diagnostics from (B)(6) 2008. The device was properly functioning at this time.